Event description:
It was reported that the device was explanted after an implant duration of approximately 56.53 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 08/20/2010 and 08/26/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported to baxter (B)(4) that a 4mm blood set was found to have grease inside its drip chamber, thereby contaminating the sterile fluid path. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. A 8 4mm blood sets, all lot # 07l25v793, were reported to have grease in their drip chambers. This medwatch is for set 7 of 8.

Manufacturer narrative:
On 09/27/2010 (through follow-up with the health-care provider via fax), it was learned that the device was explanted due to tricuspid regurgitation and stenosis.